Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 3.5 mmol/l and 14.2 mmol/l. Customer disposed of strip vial; strips are not available for return. No death or serious injury reported. Requested return of suspect device for evaluation.